Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia due to a blank display issue. Reportedly, the patient¿s blood glucose (bg) was at 398 mg/dl with difficulty waking up. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the reported issue with the reporter. The reporter noted that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the display issue. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged blank display issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.